Manufacturer narrative:
Manufacturer narrative - iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced high vault and intraocular pressure rise. Lens remains implanted. Per healthcare professional va exceeds pre-op bcva and patient is happy. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined that the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.